Event description:
It was reported that shortly after implant this patient received three inappropriate shocks. Possible air bubble/noise and oversensing was suspected. In addition undersensing was reported. The field representative attempted various maneuvers to reproduced the same artifacts, but all sensing vectors appeared normal. The device continued to be programmed to the secondary sensing vector after being reprogrammed from the primary sensing vector. No adverse patient effects were reported. This device remains implanted.